Event description:
Boston scientific received information that a red alert was issued through the latitude system after this cardiac resynchronization therapy defibrillator (crt-d) detected a high shock impedance measurement on the right ventricular defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
The physician was notified and a follow up was being performed. No additional information is available and this crt-d remains implanted. Once the outcome of the follow up becomes available, this report will be updated.

Manufacturer narrative:
Additional information was reported that another out of range pacing impedance measurement was detected on this rv lead. No adverse patient effects were reported. The physician was notified about the measurement. Attempts to obtain more information on this lead have not been successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.